Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Procedure: gastric bypass. According to the reporter, the tip of the device broke during the case. All pieces were recovered and removed from the patient's cavity. The staff used another device and was able to continue the case.

Event description:
Reporter alleged obtaining the results of 89 mg/dl and 39 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that he had tingling in his hands and was sweating at the time of testing, so he ate some sugar. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.